Manufacturer narrative:
1 device that was originally coded as evaluated was found that it was not made available by the customer; the reported issue was not confirmed. 1 device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. 1 device that was pending was evaluated and it was determined the device experienced casters have vibrations, wobbly or feels loose (shaking during use), which is not reportable. 1 device that was pending was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. Section h codes have been updated. Because of this, the number of reported events has been changed from 24 to 22.

Event description:
This report summarizes 22 malfunction events, where it was reported the devices experienced brakes cannot be engaged or brakes difficult to engage/disengage. There was 1 event with patient involvement; no adverse consequences were reported.

Event description:
This report summarizes 22 malfunction events, where it was reported the devices experienced brakes cannot be engaged or brakes difficult to engage/disengage. There was 1 event with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
1 device that was originally coded as evaluated was found to have not been evaluated, as the issue was identified and resolved through communication/interviews with the user facility; no defect or malfunction was found.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 21 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 3 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 24 malfunction events, where it was reported the devices experienced brakes cannot be engaged or brakes difficult to engage/disengage. There was 1 event with patient involvement; no adverse consequences were reported.